Manufacturer narrative:
Recall number: 1627487-07262012-001-c. This ipg serial number was included in a field advisory and a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-15393. It was reported the pt experiences heating at the ipg site while charging. A replacement charging system was sent to the pt.